Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Reportedly, the customer continued to use the existing cartridge. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.